Event description:
Customer reported there was no power on the centrifuge unit and the power harness was burnt.

Manufacturer narrative:
It was reported the statspin centrifuge was inoperable due to a burnt power harness. No injuries reported. No reports of open flames, smoke, burn smell, or fire department being called. There's evidence of charred material.